Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor was losing power and shutting off. This unit is a back-up and was being tested in the event that it might be needed. There was no patient involvement.